Event description:
Reportedly, pacing system implantation was performed in the evening of (B)(6) 2023 (vvi). The lead was placed in the right ventricular apex. In the evening of (B)(6) 2023, the patient's lead perforation was confirmed and she was transported to the university hospital. About 1 hour later, the patient was checked at the university's critical care center, where pacing capture did not occur even at an output of 7.5 v, and echo images clearly showed the tip of the ventricular lead was extracardiac. The patient was scheduled for a repositioning operation on (B)(6) 2023. It should be noted that ecgs, chest photos, echo photos, etc., which serve as patient medical information, cannot be obtained because they cannot be taken out of the hospital. The lead was repositioned on (B)(6) 2023. Implant date (B)(6) 2023 : pm: eno sr (244cu3a1), v: vega r52 (drg034664)..

Manufacturer narrative:
Please refer to the attached analysis report.